Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of approximately 400 mg/dl. Cause was not known. Customer administered a correction bolus via the pump as well as drank water to address the bg. Reportedly, due to the elevated bgs, the customer experienced a few seizures, though no additional information was provided on the events. The customer also required assistance from their spouse to walk. Recommendation was made to consult a healthcare provider in regards to diabetes management.